Manufacturer narrative:
Block h6 (device codes): imdrf device code a0401 captures the reportable event of pull wire broken.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2023. It was reported that, during peg tube placement the blue pullwire broke. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event.